Event description:
Approx. Three months after implantation of a taxus express2 2.5x20mm drug eluting stent, an in-stent stenosis occurred. The target lesion was located in the right coronary artery. No information was reported concerning the degree of vessel stenosis, calcification or tortuosity. No information results or pt complications. The pt presented approx. 3 months after the original intervention with in-stent restenosis of the 2.5x20mm taxus stent in the right cornary artery. No information was reported concerning the pre-intervention stenosis, post-intervention stenosis or pt complications. Repeated attempts were made to obtain more information.